Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2009, the patient underwent stenting in the mid left anterior descending (lad) artery with one xience v stent. On (B) (6) 2010, the patient experienced chest pain/angina and subsequently, an angiogram was done that identified a tight lesion proximal to the index xience stent in the mid lad that was considered in-segment restenosis as it was within 5 mm of the index stent. The lesion was revascularized with an additional xience stent on (B) (6) 2010. The patient was discharged on (B) (6) 2010. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant information.